Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported that the insulin pump had recenly been submerged in water and now had a blank display. Customer's mother stated that moisture was visible under the screen. Blood glucose level was 274 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display was noted. No vibration anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and moisture damage on the motor assembly and electronic assembly.